Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2790 performance issue is not a likely contributor to the event. However, the low control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. A within-run vitros tropi es precision test did not meet the performance guidelines and therefore an instrument performance could not be ruled out as a contributing factor. Following service which included service to the microwell incubator and the luminometer and associated adjustments, all replicates in the post-service precision test met the performance guidelines for concentration. Pre-analytical sample processing could not be ruled out as contributing to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample processed using a vitros troponin I es reagent lot 2790 in combination with a vitros 5600 integrated system. Patient sample result of 0.069 ng/ml versus the expected result of 0.020 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).